Manufacturer narrative:
Follow-up # 1 ¿ (07/08/2014). The patient¿s meter has been returned on 6/3/2014 and evaluated by lifescan product analysis on 6/26/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple weeks prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. About 15-20 minutes after the start of the alleged issue, the patient claimed she felt a symptom of nausea. The patient denied receiving medical treatment. The correct test strips were being used at the time of the reported issue and there was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿nausea" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.